Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer stated that the screen turns on when pressing the wake button, but is unresponsive and is not functional. There was no impact to the customer's blood glucose level. The customer reported that manual injections would be used for alternate insulin therapy.